Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that while unpacking the angio-seal device they recognized that sheath in the set was missing. Additional information was received on 11/23/2018: the doctor noticed it was missing the sheath after the packaging was opened during the prep of the procedure. Additional information was received on 11/27/2018: the product was not used.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. One 6fr angio-seal vip header bag was received for product evaluation. The header bag was completely open and the temperature sensor on the header bag was not triggered. All components were removed from the header bag. Visual inspection revealed that the arteriotomy locator was not present. All other components; guidewire, packaged carrier tube and hemostasis sheath were present. The aluminum foil pouch was still sealed. The reported event was determined to be manufacturing related and is being further investigated.